Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing noise in the pcr curves which the instrument is interpreting as positive results while running the enteric viral panel assay. The customer instrument run database was provided to bd service and quality for further analysis which revealed evidence false positive results induced by reader normalizer signal drift. A bd field service engineer (fse) was dispatched to the customer site to perform installation of the v6.10 system software and fan-on lysis software script in order to mitigate the issue. This complaint is confirmed by service & quality. The root cause was determined to be normalizer signal drift due to rise in internal instrument temperature during pcr. An internal corrective and preventative action was opened to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument gave a astrovirus false positive on enteric viral panel due to normalizer signal drift and absence of implementation of the fan-on lysis software script on instrument. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument gave a astrovirus false positive on enteric viral panel due to normalizer signal drift and absence of implementation of the fan-on lysis software script on instrument. No health impact or consequence reported.